Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that the patient¿s blood glucose was high and the patient was hospitalized on (B)(6) 2018. The customer reported that the patient came in with diabetic ketoacidosis. Patient's blood glucose at time of incident was in 600 mg/dl range or so, unsure of exact amount. Patient's current blood glucose was 264 mg/dl. Hospital gave manual injections. Blood glucose value when admitted to hospital was 525 mg/dl. The customer was feeling nauseous and went to emergency room. The customer was given insulin drip and then injections of long acting and short acting. The customer was wearing the pump at time of hospitalization. The customer did not have anything with them to do the troubleshoot. The customer will call back to troubleshoot. The customer called back and wanted to want to troubleshoot for the pump and want to make sure the pump is ok. Patient's blood glucose at this time of incident was 679 mg/dl. Patient's current blood glucose was 264 mg/dl. The customer treated for high blood glucose with bolus. Customer is able to perform high pressure test at this time and the insulin pump passed. The insulin pump will not be returned for analysis.